Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot # y250092, exp. Apr. 19 / received 0.9% sodium chloride injection usp. 250ml baxter bag, lot # y245886, exp. Mar 19 / received 0.9% sodium chloride injection usp. The customer¿s report of a perceived overinfusion was confirmed, due to a check valve failure that allowed fluid to backflow from the secondary container into the primary container. Functional testing found the pump module was delivering fluid within specification. Testing confirmed backflow from the secondary container into the primary container indicating a faulty check valve in the primary infusion set. The root cause of the perceived overinfusion was a faulty check valve. The cause of the faulty check valve is unknown.

Event description:
The customer reported that a secondary infusion of 250 ml of vancomycin (1000mg) was programmed to infuse at 130ml/hr (total volume 285) for 2 hours however after 1 hour the bag was empty. The secondary solution was piggy backed to a primary solution of 1000ml of saline. The pump stated 129ml infused when the 250ml bag was noted to be empty. There was no report of patient harm.